Event description:
It was reported that the ilet user experienced difficulty completing a full supply change when the cartridge was not fully locked into place, resulting in no visible drops during the prime check; with guidance, the user rewound, correctly locked the cartridge, completed the supply change, and resumed insulin delivery without further issues while using a teflon inset 23" 6 mm infusion set. There was no reported blood glucose impact and no adverse clinical effects. Outcomes included no alerts, no alarms, no hospitalization, and successful restoration of therapy following troubleshooting and education. Investigation included telephone-based troubleshooting and user education on correct cartridge installation and priming technique. Investigation of this case revealed an infusion set and cartridge deployment issue due to incomplete cartridge seating and an incorrectly secured infusion set connection, which was resolved through proper reinstallation and priming. It was concluded, based on previously established findings for similar reports, that the cause was user technique.